Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the device was losing power during use and there was a smoky smell. The customer returned a zimmer biomet cast saw device, serial number (B)(4), for evaluation. The device history record (DHR) for the zimmer biomet cast saw, part number 00889900100 and serial number (B)(4), review could not be performed as the supplier was not able to provide the DHR. The device was manufactured more than seven years ago and the documentation is no longer required to be available as that is the life time of the device. Zimmer biomet surgical has not been previously repaired/evaluated zimmer biomet cast saw serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the zimmer biomet cast saw by zimmer biomet (B)(4) on december 9, 2016 revealed that the end of the cord needed repaired and there was 300mm of cord cut out from the cast cutter end. The brushes still had 95% left. The plaster dust build up needed blown out and the unit functioned as intended under load. Repair of the zimmer biomet cast saw was performed by zimmer biomet (B)(4) on december 9, 2016 which included repairing the cord and blowing out the plaster dust. Zimmer biomet cast saw, serial number (B)(4), was then tested and functioned properly. The device was repaired, inspected and tested. The root cause for the unit losing power during use and having a smoky smell was due the power cord needing repaired and 300mm of cord being cut from the cast cutter end. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the power cord was repaired. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported as losing power during use, smokey smell. No adverse events were reported as a result of this malfunction.